Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿from planning to practice: impact of achieved proximal sealing zone in endovascular aneurysm repair¿ accarino, g.; silverio, a.; bellino, m.; furgiuele, s.; fimiani, m.; sica, m.; de vuono, f.; fornino, g.; turchino, d.; accarino, g.; et al journal of clinical medicine. 2025, 14, 1309. Https://doi.org/10.3390/ jcm14041309 a.2, a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿from planning to practice: impact of achieved proximal sealing zone in endovascular aneurysm repair (evar)¿. The time frame of this study was over a thirteen year period. Endurant stent grafts were implanted in all patients (n= 275). Among the patient population the following malfunctions occurred: ia, endoleak, ib endoleak no further information was provided pertaining to medtronic products.